Event description:
A report was received that the pt was experiencing charging difficulties and felt a large lump at the ipg site. A bsn rep assessed the pt's pocket site and determined that the ipg is inverted in the pt's body due to scar tissue causing trouble charging. The physician has recommended that the pt have a pocket revision procedure if the pt would like to improve her charging.